Event description:
The protective needle was used to draw blood specimen. User states that when removing the self-sheathing needle, a click sound was heard, indicating the needle was in the safe position. The device was placed on a table and when picked up to be disposed of, user was pricked in the right hand. Upon inspection, the needle tip was exposed outside of the sheath.